Event description:
Meter was prompting the apply sample message. Today, the pt stated that on the day of the event, in 2004, the pt was able to test (the apply sample issue was resolved), but they were receiving low results compared to the dr's meter. The pt took their set amount of insulin 55 units earlier in the day. Pt's family member stated that the pt was obtaining results between 80 to 100 mg/dl. They stated that if the readings were much higher, the pt would have reported to their physician for instructions. They stated that about 1/2 an hour after the pt tested on their meter, they began to feel weak. They were driven to the physician's office and their blood sugar was tested. The physician's meter read 540 mg/dl. The physician gave the pt insulin. The pt had been using expired test strips and the meter was set to mmol/l. The pt had recently changed the battery. The pt also stated that there were no results in the meter memory, when mas asked what was the result that the pt obtained prior to going to the physician's office. Based on the info provided, there is no evidence of meter malfunction; the pt was using expired test strips and the unit of measurement was not set correctly. There is evidence that use error contributed to a serious injury; treatment for hyperglycemia was delayed as a result of false low blood glucose results. A new owner's manual is being sent to the pt.